Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 3.0x15mm non-bsc balloon catheter in the proximal rca. Subsequently, a 4.0x32mm synergy¿ drug eluting stent was deployed in the proximal rca. Then a 3.5x24mm synergy¿ drug eluting stent was deployed in the distal rca. Intravascular ultrasound (ivus) was performed and revealed a lesion in the mid rca. A 4.0x28mm synergy¿ drug eluting stent was advanced but failed to pass despite multiple attempts. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with a 4.0x24mm synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Struts 4-6 from the proximal end were lifted and pulled distally. The remainder of the stent was undamaged, showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged section was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 3.0x15mm non-bsc balloon catheter in the proximal rca. Subsequently, a 4.0x32mm synergy¿ drug eluting stent was deployed in the proximal rca. Then a 3.5x24mm synergy¿ drug eluting stent was deployed in the distal rca. Intravascular ultrasound (ivus) was performed and revealed a lesion in the mid rca. A 4.0x28mm synergy¿ drug eluting stent was advanced but failed to pass despite multiple attempts. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with a 4.0x24mm synergy¿ stent. No patient complications were reported and the patient's status was stable.